Event description:
This solicited serious device case from a post-marketing clinical study was received on (B)(4) 2013 from a surgical oncologist. (B)(6). Study title: a study into the effect of 'seprafilm' on adhesion formation after open total thyroidectomy. This case involves a 67 year old female patient who experienced post-operative stridor after placement of seprafilm. The patient had a medical history of multi nodular goiter. No past drugs and concurrent conditions were reported. Relevant concomitant medications include dexamethasone (for emesis prophylaxis). On an unspecified date, total thyroidectomy was performed during which seprafilm membrane was placed (number of sheets, batch/lot number and expiration date unknown). Intraoperatively, it was noted that the multi nodular goiter was large and required significant dissection of perithyroidal tissue to mobilize it freely. Nasosurgery noted decreased mobility of vocal cord resulted in incomplete abduction of vocal cord. It was reported that post-operative fluids were noted and clinical impression was that of bilateral neuropraxia. On (B)(6) 2013, the patient developed post-operative stridor. On an unspecified date, the patient was admitted to intensive care unit (ICU) for the observation; however, no invasive intervention was instituted. In physician's opinion, bilateral recurrent laryngeal nerve neuropraxia was a known complication of total thyroidectomy. Action taken: no action taken. Corrective treatment: no invasive intervention was instituted. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporter's causality assessment: not reported.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, the patient with multinodular goitre underwent total thyroidectomy during which seprafilm was placed to prevent post-operative adhesions after which the patient developed stridor. The role of seprafilm cannot be excluded due to anatomical proximity and its potential post-operative complications which might have led to recurrent laryngeal nerve neuropraxia; however, lack of information regarding patient's medical history, concurrent conditions and intra-operative complications precludes comprehensive assessment.